Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results and the provided information, the nature of the foreign material could not be determined. The area where the foreign material was detected showed no damage. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where was unclear if had obvious deviations from instructions for use (IFU) were identified. Consequently, the root cause of the material remaining in the device could not be determined. The instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material inside objective lens, illumination lens and body of distal end. There were no reports of patient involvement.